Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large air bubble was observed along the infusion set tubing. The customer's blood glucose (bg) levels ranged from 322 (mg/dl) to 363 (mg/dl). Reportedly, the customer changed the infusion set to resolve the issue.